Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient needed medical assistance due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 24 mmol/l (432 mg/dl) and vomiting, while wearing the pod. No information was provided on the medical treatment received. The pod has been discarded.